Event description:
Incident occurred during general anesthetic for craniotomy. Graseby 3100 syringe pump for remifenttanil infusion failed to deliver drug for a prolonged period during operation, but failed to alarm and the flashing light indicator suggested working normally. Inspection revealed that the syringe plunger had not been properly located in the seating of the driver. Correction of this restored normal function. Although the incident resulted in the pt undergoing a period of lighter anaesthesia than intended. No major adverse outcome resulted on this occasion. On inspection by biomedical engineering it was found to be possible to mislocate the syringe so that the pump would not drive it. But the clamp open alarm did not sound.

Manufacturer narrative:
Eval summary: fault confirmed as poor servicing by a third party. Pump will infuse with the syringe pusher in an almost open position meaning that the halfnut is not engaged with the drive leadscrew.